Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was ballooning the following information was received by the initial reporter with the following verbatim. It was reported by customer that the alarm was sounding as an occlusion so when the rn got to the bedside, they opened the pump to find the bubble in the tubing inside.

Manufacturer narrative:
Investigation results: it was reported that the tubing ballooned. One photo taken by the customer confirms the failure. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.